Manufacturer narrative:
Additional information: the reported event of a broken instrument was confirmed through the device inspection. Any physical impact to the navigated instrument can cause product damage or operational failure due to battery movement.

Event description:
It was reported that the device was found to be broken at the user facility. No further information has been obtained regarding the event. Attempts to obtain additional information are ongoing.

Event description:
It was reported that the device was found to be broken at the user facility. No further information has been obtained regarding the event. Attempts to obtain additional information are ongoing.